Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator replacement procedure the atrial lead was noted to not be fully seated as discovered by final fluoroscopy imaging. Several layers had been closed but incision/ pocket was not fully closed and patient was still on the table. It was noted there was a setscrew issue. The lead was reseated and secured. Final fluoroscopy image noted lead to be properly seated. The lead and device remains in use. No patient complications have been reported as a result of this event.